Event description:
It was reported that prior to use the bd® flu+ syringe with needle had misaligned scale markings. The following information was provided by the initial reporter: noted when syringe opened that the markings on the barrel used to measure the amount drawn up were set on an angle therefore not used.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the bd® flu+ syringe with needle had misaligned scale markings. The following information was provided by the initial reporter: noted when syringe opened that the markings on the barrel used to measure the amount drawn up were set on an angle therefore not used.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-mar-2022. H.6. Investigation: a device history record review was completed for provided material number 305832 and lot number 2007410. The review established that all production and quality processes were carried out normally and no abnormalities or quality notifications related to this reported incident were identified. To aid in the investigation of this issue, one picture sample and four physical samples were returned for evaluation by our quality engineer team. Through examination of the picture sample, a defective scale marking was observed; however, the physical samples did not reveal scale marking issues. The process used to print the scales consists of a roller system which transfers ink onto cliches which then transfer the scale markings onto the syringe barrel. For this incident to have occurred, an unexpected malfunction during this process took place.

Event description:
It was reported that prior to use the bd® flu+ syringe with needle had misaligned scale markings. The following information was provided by the initial reporter: noted when syringe opened that the markings on the barrel used to measure the amount drawn up were set on an angle therefore not used.